Event description:
Per the clinic, the recipient had the abutment replaced under a general anaesthetic due to current length being too long and protruding under short hair. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on october 12, 2023.